Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The customer's stated problem could be repeated, the downstream occlusion sensor (dso) failed calibration, sensor was stuck at 2500mv. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were found recorded in history.the root cause of the reported issue was found to be the downstream occlusion sensor was inoperable. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced during repair to correct the reported issue. Service also cleaned and put grease on the cassette pins.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were found recorded in history. During analysis, the customer's stated problem could be repeated, the downstream (dso) failed calibration, sensor was stuck at 2500mv. The dso will be replaced during repair to correct the reported issue. Service also cleaned and put grease on the cassette pins. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached alarm. No adverse effects were reported.